Event description:
After the completition of a balloon pta of the posterior tibial artery and the deflation of the balloon, the physician started to pull back through a 6f sheath. The end of the catheter with the balloon separated from the shaft and remained in the sheath.